Event description:
It was reported that the device was used during a hand assisted nephrectomy, as the surgeon was taking his hand out the device, the lap portion tore and pneumo was lost. They opened another device to complete the procedure. There was no patient consequence.